Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. Patient reported that three weeks ago the left hand suddenly started shaking. Patient is to follow up with the health care professional (hcp). No further patient complications were reported/anticipated as a result of this event.